Event description:
The customer reported that the device would not flow. The catheter was tested after removal and was fine. Therefore the surgeon believed there was a problem with the valve.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device returned was not that of a codman product. As a result the device was not investigated. Instead the device was returned to the customer. Based on the results of this investigation no further action is required. Trends will be monitored for this and smiliar complaints. At the present time this complaint is closed.